Event description:
According to the available information, the patient had an original titan in (B)(6) 2025 where he had a urethral perforation intraoperatively. The decision at the time was to leave the affected side empty but proceed with a cylinder in the unaffected side. In (B)(6) 2025, revision surgery to place the 2nd cylinder occurred without incident. In (B)(6) 2026, patient presented to emergency department with cylinder extrusion through urethral meatus. Decision made to remove cylinders due to risk of infection, repair urethral defect located at fossa navicularis, replace one cylinder only and keep affected side empty while urethral defect heals. No device malfunction apparent. Plan to replace other cylinder in future depending on how healing occurs.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.